Manufacturer narrative:
No reagent or instrument issue was identified. The amplification curve for run (B)(6) is consistent with true amplification of the sars-cov-2 target. The discrepant results are likely due to a low titer sample, near the limit of detection (lod) for the liat® test. Near the lod, sample results can be expected to waiver upon retest. It is unknown how off-label collection material will affect performance. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results for a patient sample tested with the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. On (B)(6) 2022, one patient sample generated sars-cov-2 positive, influenza a negative, and influenza b negative results when tested on the liat® analyzer (s/n (B)(4)). The same sample was retested with a different liat® analyzer (s/n (B)(4)), which yielded a negative result for all targets. The initial positive result was not reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.